Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that the pump res vol read it was 30.0 ml but there was 75.0 ml left in the IV bag. No patient injury reported.